Event description:
Impella cassette cartridge found to be leaking when performing a routine change of purge cassette from within the impella console door. Continued the change out without incident, saved impella cassette, no change in patients hemodynamics. Perfusion made aware. Leaking cassette lot number not available.